Manufacturer narrative:
Additional information was added to d9, h3, h6 (replace b17 with b01, c20 with c19, d15 with d14) and h10. H10: the device was received for evaluation. A visual inspection was performed and the set had a male and female luer at the end of each side of the tubing; no abnormalities were identified. Functional testing including pressure and clear passage testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified microbore extension set disconnected on a patient. This was identified during an unspecified process step while in use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d1, d4, g1 (device manufacturer information), g4, and h6. B5: describe event or problem: the affected product is ¿mini-infuser microbore extension set¿, previously submitted as ¿unspecified microbore extension set¿. D1: brand name: ¿mini-infuser radiation sterilized extension sets¿, previously submitted as ¿ni¿. D4: catalogue #: ¿2c9201¿, previously submitted as ¿asku¿. G1: device manufacturer information: ¿baxter healthcare - aibonito rd 721 km 0 3 po box 1389, aibonito 00705 puerto rico¿, previously submitted as ¿baxter healthcare corporation¿. G4: PMA/510k # or bla #: ¿k811078¿, previously submitted as ¿ni¿. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.